Event description:
It was reported that the patient was experiencing discomfort and difficulty charging due to the location of the ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.